Event description:
Approximately two pints of gluteraldehyde and water leaked from "side b" inside the cabinet of the automatic disinfector due to the defective flow sensor. There were no injuries related to this occurrence.